Event description:
Caval penetration. The celect filter was related to pseudoaneurysms of the infrarenal aorta and right renal artery, with associated erosion into duodenal wall. The celect filter was deployed and during placement, one strut was slightly angulated into the right renal vein. The reposition action was not successful. After three months, an add'l unsuccessful filter retrieval was made. After ten months, another unsuccessful filter retrieval was executed. One day after that, the filter was removed with open surgery. The pt continues to do well with normal renal function and is asymptomatic with evidence of patency of his inferior vena cava and aortic repair.

Manufacturer narrative:
The eval is based on the description and the images of the event described in the article. Unk as info is not indicated in the literature upon which this report is initiated. (B)(4): (back pain). The celect filter was related to pseudoaneurysms of the infrarenal aorta and right renal artery, with associated erosion into duodenal wall. However, the filter was placed in a high position. This caused a downwards migration into the renal vein and perforation into duodenum. Several case reports published in articles, describe filter perforation of the vena cava wall as a well known risk. Despite perforation, the majority end up in successful filter retrieval, although there are no published surgical or endovascular guidelines for removal of perforated ivc filters. Monitoring of similar complaints reports will continue.